Event description:
New information received notes that the patient presented for a routine follow-up and intermittent ventricular undersensing was observed. Programming changes were recommended. No patient symptoms were reported.

Event description:
It was reported that the patient presented in clinic during follow-up. Post-sensed t-wave oversensing was observed. The patient received inappropriate atp and hv therapy. Recommended programming changes were made.

Manufacturer narrative:
(B)(6).